Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device was not detected on bus. A field service engineer arrived at the location and found no issues with the medication station. Login attempt was made but access was denied due to high demand and time-sensitive medication distribution. Field service engineer closed the service request. The system functioned as intended after the field service engineer tested the device. E.1 initial reporter facility: (B)(6).